Event description:
It was reported by customer that PICC inserted (B)(6) 2024 for long term IV antibiotic treatment in community. Patient reported to ed on (B)(6) 2024 with leaking fluid from PICC insertion site during administration of IV antibiotic. Ed removed PICC on august 30 with crack at 9 cm. Additional information received: it was reported patient received half the dose of the prescribed antibiotic on the day the infiltration was found. The patient reported half way through the infusion that they experienced swelling and pain in the tissue above the PICC insertion site. Patient required the PICC to be removed and to complete the last week of antibiotics via peripheral ivs. Patient required piv insertion to continue with antibiotic treatment. A new PICC was not placed after the original catheter was removed as the patient lives in a remote area and PICC insertion is not available in the area where they were receiving IV therapy. To allow the patient to not have to travel 2.5 hours in each direction, expenses of travel and overnight stay to receive another PICC insertion, the decision was made by the provider, for the patient to complete IV therapy at the outpatient clinic in his area.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.